Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021, a 13.2mm vicm5 13.2, -10.00 diopter, implantable collamer lens appeared non-uniform in appearance. Reportedly, foreign body adhesions were noted. Lens was not implanted. No patient contact. Per the reporter on 14/jul/2021, a replacement lens was implanted on (B)(6) 2021 and this resolved the problem.

Manufacturer narrative:
Additional information: h3: based on the results of the investigation, the particulate found on lens is likely to be collamer material particulates generated during the machining process. We are unable to determine any definitive root cause for this event. Operators involved in the manufacturing of this nonconforming lens will be retrained in identification of cosmetic defects such as particulates on lens. Since there is no indication that suggests a deficiency in the manufacturing process, no further action is required at this time." Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found no visible damage to lens and debris and residue on lens. (B)(4).